Event description:
Attending was about to use screwdriver when it broke in two pieces. Both pieces were fully retrieved. Charge nurse, attending surgeon, and medartis rep were notified. Charge nurse let attending surgeon know about xray policy. Attending surgeon was okay with reading c-arm results and was confident that no other pieces were left in the patient. What was the original intended procedure?: open reduction internal fixation radius (left). What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event.

Manufacturer narrative:
DHR records confirm that there was no abnormality in device quality that contributed to the event.

Event description:
During an open reduction internal fixation procedure of the left radius, the attending surgeon was preparing to use a screwdriver when the instrument fractured into two separate pieces. The tip of the blade of the screwdriver broke during the implantation, immediately after the fixation of the trilock 2.8 screw, during the final tightening. This can happen if the torque applied is too high. Both fragments were completely retrieved. The charge nurse, attending surgeon and medartis representative were notified of the incident. The charge nurse advised the attending surgeon regarding the x-ray policy, and the attending surgeon confirmed that, based on the c[-arm images, no additional fragments remained in the patient and further imaging was not required.